Event description:
It was reported that during the implant procedure, the guidewire could not be inserted into the left ventricular lead. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.